Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead dislodged which was able to be confirmed via fluoroscopy. The physician repositioned the rv lead but the rv lead dislodged again. It was also noted that the rv exhibited high pacing impedance and high capture threshold which resulted in failure to capture. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing impedance, failure to capture and lead dislodgement. A complete lead was returned in one piece for analysis with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of high pacing lead impedance and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.